Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010, and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted due to vaginal vault prolapse, cystocele, rectocele, and urethral hypermobility. It was reported that following insertion the patient experienced pain, urinary and neuromuscular problems. It was reported that the patient underwent left mesh arm removal, left groin dissection and observational cystoscopy on (B)(6) 2012 due to pelvic pain, pudendal neuralgia and neuropathy. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.